Event description:
It was reported that the patient was seen in the emergency room with symptoms of bradycardia. The device could not be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead (B)(6) 2003. (B)(4).